Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On (B)(6) 2025, a healthcare professional reported an incident involving a patient whose dexcom cgm displayed a "low" estimated glucose value (egv). The patient did not perform a confirmatory bg check and reportedly removed their insulin pump (device unspecified). The patient was later presented to the emergency department (ed), where a bg reading was recorded at over 300 mg/dl, and ketones were present. Technical support completed due diligence in attempting to follow up on the event. However, efforts to contact the patient and obtain additional information were unsuccessful. Multiple follow-up attempts were made, but no further details could be documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when dexcom cgm displayed a "low." The reported glucose values fall within the d zone of the parkes error grid in ed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.